Manufacturer narrative:
Multiple attempts have been made on 21apr2026, 28apr2026, and 05may2026 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a blower stalled error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a blower stalled error occurred. The customer confirmed the error code in the logs. The remote service engineer (rse) performed a troubleshoot and went over the steps to evaluate and perform a repair for the blower stalled error. The customer then requested the part number of the blower assembly to order and replace. The rse provided the customer with the part number of the blower assembly to order and replace. This investigation is ongoing.